Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n284306, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a programming change was done on the report date, which caused the patient to have symptoms of sleepiness, fatigue, some psychosis and wooziness. A manufacturer representative was sent to consult on programming changes which were made, and the patient recovered. On (B)(6) 2014, another programming change was made and the patient was doing okay as of (B)(6) 2013. The device system was used to deliver prialt.